Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on / standby switch was replaced to resolve the issue. No information provided to date after calls to customer contact (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).